Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation with no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. External and internal inspections were performed and passed. The device passed electrical testing. Temperature verification was performed and was found to be within specifications. A volumetric accuracy test was performed and the device failed. A test piston foam article was installed and the device passed the volumetric accuracy test. The device failed the volumetric accuracy test when the original piston foam was reinstalled. The door assembly was inspected and found deteriorated piston foam and a cracked door piston. The cause of the reported problem was determined to be deteriorated piston foam. The piston foam and the door piston were to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.